Event description:
Additional information was received from the consumer on (B)(6) 2017 requesting information regarding their replacement. No further c omplications were reported.

Event description:
Additional information was received on (B)(6) 2017 from a health care professional (hcp) that the patient weight at the time of the event was not available. It was noted that the manufacturer representative interrogated the unit to determine the implantable neurostimulator (ins) was at end of service (eos). No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017 reporting that the implantable neurostimulator (ins) replacement was planned and the date was unknown due to pending insurance approval. It was unknown at this time if the ins would be returned after explant. Per the physician and patient the non-rechargeable ins was at end of service (eos) and was dead. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported ¿the one in his hip was not working¿ and he lost his remote. It was reported that implantable neurostimulator (ins) therapy was not working as expected. The patient reported he saw his healthcare provider on wednesday, (B)(6) and the healthcare provider wants to know if it is still working or if it needs to be replaced. The possibility of replacing the lost remote to try and turn stimulation back on or having his device checked was discussed. Troubleshooting could not be performed due to lack of access to product. The patient was going to pursue lost device replacement and schedule a device check. No further complications were reported/anticipated. The indication for implant was post lumbar laminectomy syndrome and spinal pain.